Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service representative (fse) was on-site with customer. The fse inspected the instrument; the ise module was cleaned, and decontaminated . The ise and reference valves were purged. The fse calibrated ise serum and urine. The system testing was completed successfully on control 1 and 2. Quality check was completed. However, the fse replaced the reference valves, sample syringe, and sample pipette; the pipetting and buffer syringes were lubricated. The device was re-calibrated several times and tested; no further issues were identified. In conclusion, the reported event was likely caused by a device malfunction. The complaint was confirmed. Beckman coulter has not implemented any initial corrective actions/preventive actions.

Event description:
The following event was reported: erroneous results on the ion-selective electrode (ise).